Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the system would not stop activating when the surgeon released the activation trigger. There was no reported patient injury. Additional questions have been asked in regard to the system and incident.